Manufacturer narrative:
H3 other text : the outcome of the evaluation is pending.

Event description:
The manufacturer received information alleging a trilogy ev300 "ventilator service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error code e-384 and e-59 were confirmed in the error log history, but the device passed all functional and final testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.